Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a log review which confirmed the reported issue. The gas inlet valve (giv) and the anesthesia control board (acb) were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.